Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a broken sensor during the removal procedure was reported. The event occurred on (B)(6) 2025 at approximately 10:00 am. According to the health care provider (hcp), the sensor fractured beneath the hydrogel ring during a standard removal procedure. The sensor had been implanted in the right arm, and the clamp from the vygon removal kit was used during removal. The user was contacted and reported feeling fine. All fragments of the sensor were successfully removed and retained for return. A return material authorization (RMA) was created for the return of the sensor for further investigation.

Manufacturer narrative:
The user reported that sensor broke during the removal appointment on (B)(6) 2025. Visual inspection of the returned sensor confirmed that the sensor broke into two pieces. Fracture was observed at the short end region under the dexamethasone ring. All the pieces were extracted.the root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4. Date of this report 03 march 2026. G3. Date received by the manufacturer? 03 march 2026 h3. Device evaluated by manufacturer? Yes. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.